Event description:
It was reported that this patient experienced a skin infection surrounding the xiphoid incision. The physician elected to surgically debride the infected tissue and no further infection was seen around this subcutaneous implantable defibrillator (s-ICD) electrode. The wound was closed and the patient was stable with no additional adverse effects. This s-ICD electrode remains implanted and in-service.